Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe plastipak 5ml s/su package seal integrity was poor / questionable. The following information was provided by the initial reporter translated from portuguese to english: "product opening where it should be sealed, 3 units. (B)(6). (B)(6) 2024"

Manufacturer narrative:
Follow up MDR for correction. B tab updated, date of event, 05/03/2024.

Event description:
No additional information.

Manufacturer narrative:
Photos received for investigation. Upon visual inspection it can be seen the packaging is defective confirming the defect. The sealing cord is distorted from the packaging, causing paper, film and device being misaligned and consequently with a bad sealing. Possible root cause was produced by the misalignment of the paper in the packaging machine. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Manufacturing personnel have been notified of this incident to increase awareness.

Event description:
No additional information.